Manufacturer narrative:
It was reported to abbott that the patient had a lead revision. The report sated that the lead replacement occur on (B)(6) 2020 due to impedance issue. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Additional information was received that surgery occurred to explant and replace the leads, which resolved the issue.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32509. It was reported that the patient's leads were fractured. High and low impedances were measured at the lead site. As a result, surgery may occur to address the issue.